Event description:
It was reported that the patient presented in clinic for a check. Upon review, the implantable cardioverter defibrillator exhibited incorrect interpretation of signal- false atrial tachycardia episodes. Programming changes were made on the device. Patient was stable.